Event description:
It was reported that co2 was reading high on the display. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The reported complaint was not verified. The returned 8401 monitor was tested with a mass flow meter and was within specification of 74 mmhg (spec: 74+/-3 mmhg). Unit was inspected internally and no issues observed. No problem was detected. Monitor working as intended. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).